Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" although specific value not provided, due to an altitude alarm and a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. Bg was addressed correction bolus via pump. Reportedly, customer loaded a new cartridge to resolve the issue.